Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The circuit board smelt burnt and was replaced. However, it passed all incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Product analysis completed in our post market quality assurance laboratory identified a product performance issue.